Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving saline and 2 mg/ml dilaudid at a dose of 0.15 mg/day via an implantable pump for degenerative disc disease/herniated disc pain and spinal pain. It was reported that the empty pump alarm was occurring. It was stated that the patient missed their refill/it was unknown if they missed their refill. The physician had increased the dose and didn't tell the infusion nurses, so the pump went empty. The differences between priming and bridge boluses were reviewed. The pump was filled with saline on (B)(6) 2016 and a bridge was done at that time of 0.520 ml over 166 hours 19 minutes. The symptom of incredible pain was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.